Manufacturer narrative:
Correction made, additional device codes added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37746, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and radiculopathy. It was reported that the patient¿s stimulator ceased to work. It was reported that ¿their controller was showing a caution triangle¿. It was stated they could not turn it on again. Additional information was received from the patient reporting that she didn't feel like their ins was on, so they got out their patient programmer (pp) and saw the charge your ins battery screen. The patient reported that since seeing the charge your ins battery screen, she felt like their pp wasn't working. The patient got out their recharger and recharging belt to start a charge session and reported that they were successfully able to charge and was seeing the ins charging screen on her recharger. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient went into a nerve burning procedure unrelated to her back. Patient stated she asked the nurse about her device in her back because she forgot to turn if off during the procedure but the nurse said her doctor knew about it. The day after, the patient noticed her device was not working. Patient reported that the issues have been resolved. Patient clarified that the caution triangle was seen on her programmer.